Event description:
Customer reported that the pump's battery was depleting rapidly, requiring daily charging, and the pump had died previously due to battery issues. Additionally, the pump's screen was scratched, making it difficult to see, and the touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting and was in the process of renewing, as the pump warranty had expired.